Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a representative of the foreign distributor. "No patient involvement. There is some spot on touch screen and screen is not working when touched."

Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4). The foreign distributor determined that the most likely cause of the reported event was a malfunctioning front panel assembly . The foreign distributor was shipped a replacement front panel assembly to repair the device and return it to service. Carefusion issued a returned goods authorization (rga) # to the foreign distributor for the return of the alleged faulty front panel assembly for evaluation. As of 03/11/2015 the alleged faulty front panel assembly has not been received. Should the alleged faulty front panel assembly be received and evaluated, a follow-up medwatch report will be submitted.

Manufacturer narrative:
Failure analysis- the vela front panel p/n 16558 s/n (B)(4) was received on rga 47986 and routed to the carefusion failure analysis lab for evaluation. The front panel was visually inspected and patches of what looks like fluid ingress were found installed the front panel into a known good unit p/n 16532-00 s/n (B)(4) and performed touch screen calibration per service manual l2859-101 which failed. The touch screen is inactive, could not even access the calibration menu. Reported problem was duplicated. Findings/root-cause: reported problem was duplicated and isolated to the touch screen p/n 22523 (B)(4) s/n (B)(4).